Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of deep vein thrombosis, pelvic pain female, dysmenorrhea, abnormal uterine bleeding and obesity. Previously administered products included: penicillin nos, provera and lisinopril. Past adverse reactions to the above products included: anaphylaxis with penicillin nos. The patient had a family history of lung neoplasm malignant, depressive disorder and hyperthyroidism. On (B)(6) 2019,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bl salpingectomy containing essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 150% done with children. Dvt and pe after first cs, was on heparin for 6 months, no wu done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.211 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathology final report: final diagnosis: a. Uterus, hysterectomy cervix: chronic cystic cervicitis with squamous metaplasia. Endometrium: marked predecidual change consistent with progestin effect. Right and left fallopian tubes, excision: no pathologic change. Clinical information : uterus, cervix, bilateral tubes. Time tissue removed from patient: time tissue is placed in fixative: preoperative diagnosis: menorrhagia. Gross description : right fimbriated fallopian tube: the fallopian tube is sectioned to reveal an intact lumen containing a wire coil. The left fallopian tube: the fallopian tube is sectioned to reveal an intact lumen containing a wire coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of deep vein thrombosis, pelvic pain female, dysmenorrhea, abnormal uterine bleeding and obesity. Previously administered products included: penicillin nos, provera and lisinopril. Past adverse reactions to the above products included: anaphylaxis with penicillin nos. The patient had a family history of lung neoplasm malignant, depressive disorder and hyperthyroidism. On (B)(6) 2019,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bl salpingectomy containing essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 150% done with children. Dvt and pe after first cs, was on heparin for 6 months, no wu done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.211 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathology final report: final diagnosis: a. Uterus, hysterectomy cervix: chronic cystic cervicitis with squamous metaplasia. Endometrium: marked predecidual change consistent with progestin effect. Right and left fallopian tubes, excision: no pathologic change. Clinical information : uterus, cervix, bilateral tubes. Time tissue removed from patient: time tissue is placed in fixative: preoperative diagnosis: menorrhagia. Gross description : right fimbriated fallopian tube: the fallopian tube is sectioned to reveal an intact lumen containing a wire coil. The left fallopian tube: the fallopian tube is sectioned to reveal an intact lumen containing a wire coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.